Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was non functional. The patient underwent an ipg replacement and was doing well postoperatively. Explanted ipg was not returned due to physicians preference.